Event description:
It was reported that during a shift check, the autopulse platform displayed a user advisory (ua) 7 (discrepancy between load 1 and load 2 too large) message that was unable to be cleared by powering the device off and back on. Customer indicated that there was nothing on the platform. No patient involvement was reported. No further information was provided.

Manufacturer narrative:
The autopulse platform in complaint was returned to zoll on (B)(4)2014 for investigation. However, investigation is still in progress. A supplemental report will be filed when investigation has been completed.

Manufacturer narrative:
Investigation results for the returned platform as follows: visual inspection of the returned platform shows that the top cover, front enclosure and the bottom enclosure were damaged. The physical damages found during visual inspection are not related to the reported event of the platform displaying a user advisory (ua) 7 (discrepancy between load 1 and load 2 too large) fault. The damages appear to have been caused by normal wear and tear (autopulse manufactured in november of 2012). A review of the autopulse platform's archive was performed and shows that a ua 7 fault occurred on (B)(6) 2014, rather than on the reported event date of (B)(6) 2014. Functional testing was performed and the reported ua 7 was confirmed. Upon power up of the platform, the ua 7 fault was observed. It was found that the load cell single point was at fault. Based on the initial investigation, the parts identified for replacement were the load cell, top cover, front enclosure and the bottom enclosure. In summary, the reported complaint of the platform displaying a ua 7 message was confirmed based on the archive review and upon functional testing. The fault was found to be due to the defective load cell. The physical damages found during visual inspection are unrelated to the reported complaint.